Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: -linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7110003.

Event description:
It was reported that the patient was experiencing loss and inadequate stimulation due to leads migration as confirmed via xray. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were disposed by facility.